Event description:
Healthcare professional reported capsule contracture baker grade unknown later confirmed to be right side with additional report of "ruptured" and "complex peri implant fluid". Device remains implanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late, and rupture

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional updated right capsular contracture to baker grade iii and additionally reported right silicone granulomas. The device has been explanted and replaced.